Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. Event history log review was performed and found not available due to 1261 error code with alarming. Investigation was unable to perform delivery accuracy tests due to pump was found displaying "1261" error code alarm message during power up when batteries were inserted. The investigation recommended the pump expulsor assembly with the microprocessor unit board be replaced as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump was under infusing. No adverse effects reported.